Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that pairing failed occurred on (B)(6) 2024 for transmitter with serial number (B)(6) however, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 volt. A review of the share logs was performed and pairing issue was not found. However, signal loss over one hour was found in connection to the reported allegation. The allegation was not confirmed. The probable cause could not be determined. The reported event of pairing failed is reportable based on loss of connection greater than 3 hours in the cloud data. No injury or medical intervention was reported.